Event description:
Boston scientific received information that from a non-boston scientific representative that this scheduled product revision has taken place and the lead was explanted due to infection. There have been no additional adverse effects reported.

Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product is a part of a scheduled system revision due to infection. There have been no additional adverse effects reported.

Manufacturer narrative:
With the current information, this lead remains in service, however is scheduled for explant at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.